Event description:
It was reported that the anesthesia workstation generated alarms for leakage. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was reported that the patient cassette was replaced by the customer. All performed system check outs present in the received test log passed and no more problems have been reported since then. The replaced patient cassette has not been returned for investigation but the logs were received and the leakage issues can be confirm. Based on the information that the replacement of the patient cassette solved the issues, it can be concluded that leakages were caused by some defect of the patient cassette. The true root cause has however not been determined.

Event description:
Manufacturer´s reference number: (B)(4).